Event description:
This has been an ongoing problem for months. I switched to the freestyle libre 3 plus sensor after they discontinued the freestyle libre 2 sensor. Out of 8 or so sensors, the first one didn't work at all (but they replaced it), 3 sensors have fallen off my arm, 3 sensors have had inaccurate low or high readings. When I first started receiving low glucose alarms, it never entered my mind that they could be false readings as the libre 2 was always very accurate. So, I ate something to bring my sugar up which unknowingly was giving me high blood sugar readings. It was only after hours of this happening that I checked my blood through pricking my finger and realized that my sugar was now high and the low readings were inaccurate. I never had these issues with the freestyle libre 2 and I wore them for a long time. I don't believe it is user error. The company seems to be downplaying the fact that they are having serious issues with this product. It needs to be recalled before someone is seriously injured due to inaccurate readings. Patient code: 1905. Device code: 1535, 2588, 2907. Reference reports#: mw5176162, mw5176163, mw5176164, mw5176165, mw5176166, mw5176167.